Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: a review of the pump¿s black box data showed multiple unexplained pump reboots. The returned battery cap was undamaged and able to fully tighten to the pump. During testing, the pump powered on with auditory and vibration alerts functioning normally indicating there was power to the pump. The pump¿s cover was removed and evidence of moisture was observed on the display and power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.